Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level.

Event description:
It was reported that multiple cartridges were leaking at the patient line. Reportedly, customer filled after loading the cartridge. Customer was able to load a new cartridge to address the issue. Customer's blood glucose level was 90 mg/dl.